Event description:
Device 4 of 4. Ref. MFR report: 1627487-2014-02030, 02031, 02032. The pt received two pns (off-label) leads model 3169 from the same lot number. It was reported the pt complained her scs ipg site is sore and her occipital (off-label) lead site is red. The pt also stated she feels nauseous and had a fever the day before. Follow-up on (B)(6) 2013 identified the pt's scs ipg site was flushed and the pt was prescribed antibiotics via a PICC line.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.